Event description:
"S/p underwent removal of b breast cysts and augments with subgl gel 200cc implants (?MFR). C/o firmness, then got pain in feb and noticed l breast increased in size. Had some discomfort in breasts at that time (dec - jan). C/o pain l outer portion extending toward back with some pain in dorsal forearms/wrists, and weakness. Fingers get numb, worse at night. Drenching sweats/chills. C/o burning, firey shin pain and memory. B ruptured implants."